Manufacturer narrative:
Date of event: date approximated based boston scientific aware date of (B)(6) 2021.

Event description:
It was reported that the stent moved upon deployment. A 6x100x130 eluvia self-expanding drug eluting stent was selected for use in a procedure in the superficial femoral artery (sfa). An eluvia stent was placed successfully. During deployment of the second stent, the physician attempted to overlap the stent onto the first stent, per the directions for use; however, the proximal end of the second stent did not overlap the distal end of the first stent. The physician felt the stent may have jumped upon deployment. The deployment of the second stent completed the procedure. No patient complications were reported.